Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with two 500cc mentor memorygel breast implant prostheses and experienced bilateral capsular contracture postoperatively (grade unknown). The patient stated that she had been experiencing bilateral breast tenderness and discomfort since the date of implantation. As a result, the patient had a consultation with her physician on (B)(6) 2020, and had her implants explanted on the same day. Follow-up is still in progress. If additional information is received in the future, a supplemental report will be submitted. This report is for the left prosthesis.

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the patient's symptoms. The patient did not have bilateral capsular contracture. The patient was diagnosed with bilateral device displacements. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, it was found that reason for device explant and/or reoperation was omitted on the previous report. Reason for device explant and/or reoperation: breast pain, device migration manufacturer's reference number: (B)(4).

Manufacturer narrative:
Correction: previous reports incorrectly stated that the patient underwent bilateral explantation of her breast prostheses on (B)(6) 2020. The patient had a consultation on that date, but did not undergo explantation and her breast prostheses remain implanted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. On 24-oct-2024, mentor received additional information about the event. During a consultation on (B)(6) 2020, the patient was diagnosed with right breast pain and bilateral malposition of the breast prostheses. Manufacturer¿s reference number: (B)(4).